Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer was very elderly so it was difficult to determine the correlation between the implant being on and the rectal and urinary issues. However, the consumer reported they turned it off, and noticed no changes in issues. No cause for the burning and incontinence was determined that the rep knew of.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the stimulation was causing rectal burning as well as incontinence. The patient was not feeling stimulation in the areas of pain. The patient fell around (B)(6) of 2016, was reprogrammed, and since then, he has had these issues. All impedances were within normal limits. The patient was reprogrammed and the patient has not felt the stimulation in the rectal area or in the bladder area, but thinks that the stimulation is causing these discomforts. The patient was reprogrammed for the settings to be up to high density settings. The patient is very sensitive to adjustments and keeps stimulation at a very low perception which blocks them from feeling in all areas of pain. At 0.65 volts, the patient feels it slightly and at 0.75 volts it's too strong for her comfort level. The reprogramming of the stimulation out of that area did not resolve the incontinence or the rectal burning. 2 days after the high density settings were given to the patient, the patient stated that it was helping with the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.